Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The pump was returned for evaluation. A specific cause for the reported sepsis and a correlation with the evaluation findings of the pump could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: chronic lvad infection. Additional information was also provided: device malfunction: no. Patient outcome: exchange and other surgical procedure. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on 07/15/2015, the patient's pump was exchanged due to sepsis. Additional information surrounding the pump exchange was requested; however, the hospital staff declined to provide more information.